Manufacturer narrative:
Na

Event description:
It was reported that the ventilator would give an alarm but the nurse call system does not alarm. It is unknown if the ventilator was connected to a patient when the reported problem occurred.